Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The bed was returned to the london plant, it has since been closed and any additional information is no longer available.

Event description:
The head section has a broken weld.